Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a question of if the right ventricular lead could be fractured, with the data presenting as varying resistances, has a short interval count of 55 since last interrogation. The lead is still in use. No patient complications have been reported as a result of this event.